Event description:
Patient revised due to loosening of the femoral because too tight, surgeon made additional cut and replaced with new same size implant.

Manufacturer narrative:
Evaluation was not possible, as the rpoduct was not returned. The inveatigation was limited to the information provided, as the lot number req to review the device history records were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The initial report states that it is not suspected that the product failedfailed to meet specifiactions or contributed to the reported event. The need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.